Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there was blood in/on and outer tubing overlay and the distal conductor (non-obstructing), the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, there was difficulty retracting the lobes and positioning/fixing adequately. It was also reported that the lead would not maintain the threshold. The lead was not implanted. No patient complications were reported as a result of this event.